Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 5a with blood glucose of 400 mg/dl. Patient's current blood glucose: 377 mg/dl. Customer stated that sister has been malfunctioning and meter isn¿t reading properly. Customer stated that insulin pump was suspend on low and sensor glucose was 60 mg/dl and blood glucose was 400 mg/dl. Customer stated that he is also sick and when he is sick he is high some times. Customer stated that he forgot meter at sisters and that day he was relying on sensor. Customer stated that he was relying on sensor and treating without verifying with meter since he didn¿t have one at the time. Customer didn¿t realize he was running high until his wife drove him to the hospital. The customer was didn¿t treated because he was relying on sensor. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test. Customer stated that he doesn¿t think it¿s the pump and stated that he thinks we have gone as far as we can go. Advise customer to contact bayer to troubleshoot for meter. Customer reported meter said blood glucose was 500 mg/dl but hospital said 352 mg/dl. Customer reports suspend did not last longer than 2 hours. The insulin pump will not be returned for analysis.